Event description:
Please find attached a nonconformity report no. (B)(4). The customer went to the pharmacy because her needle remained stuck in her abdomen when she tried to remove it after giving herself the injection. She reports that she has previously had needles that bent, but in this case it remained stuck. She uses them with lantus and humalog pens. The client went to the pharmacy because her needle got stuck in her abdomen when she tried to remove it after giving herself an injection. She said that she has had needles that bent before, but this one remained stuck. She uses them with lantus and humalog pens. Aig bd microfine ultr 8mm x100 lot : 5175029.

Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. Medical safety assessment: the customer went to the pharmacy because her needle remained stuck in her abdomen when she tried to remove it after giving herself the injection. She reports that she has previously had needles that bent, but in this case it remained stuck. There is no report of required medical intervention or higher level of care. The retention of a fractured medical device component constitutes a serious adverse event. Based on the information provided, this event meets the criteria for reportability to relevant regulatory authorities. The following codes are applicable to this complaint: clinical code- foreign body in patient (FDA code 2687; imdrf code: e2008) impact codes: serious injury/ illness/ impairment (FDA code: 4614; imdrf code: f12).